Event description:
A report was received that the patient was experiencing discomfort due to the location of the ipg. The patient underwent a revision procedure wherein the battery was repositioned and the patient was reportedly doing well.